Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to load a new cartridge when ready and follow up if the issue persists. Tips for preventing altitude alarms were provided, and the customer acknowledged understanding. The customer declined further assistance or follow-up.